Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported damage to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. Low flow events were confirmed in the evaluation of the submitted log file; however, a specific cause for the events cannot be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 23:04:51, 10:09:15. One low flow alarm was captured on (B)(6) 2021 at 12:57:20, when the pump flow dropped below the low threshold of 2.5lpm. Pump flow dropped to as low as 2.4lpm. Prior to and after the low flow hazard alarm, the pump appeared to function as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The current heartmate ii lvas patient handbook, rev. C, contains care information regarding on how to care for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19jul2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had breaks in the integrity of the driveline's silicone sheath. No low speed events noted in history. A review of the log files revealed a no external power event on (B)(6) 2021 due to simultaneous power lead disconnects while the patient was switching power sources. There was no interruption in pump support during this event. The log file captured low flow events on (B)(6) 2021. The log file did not capture any evidence of any type of driveline issues. The breaks in the driveline silicone appeared to be cosmetic only. The patient did not recall hearing alarms and denied feeling symptoms of low flow.